Event description:
It was reported that during port placement for a davinci prostatectomy procedure, the customer experienced poor vision. The 0 degree schoelly stereo endoscope was removed and it was noticed that the lens was missing. A search of the pt's anatomy was performed, however, the missing lens could not be located. The endoscope was removed and replaced and the planned surgical procedure was completed with approx a 20 min delay. No pt harm, adverse outcome or injury was reported. Additionally, no post operative complications have been reported by this account.

Manufacturer narrative:
The endoscope has been returned to the original equipment manufacturer (OEM) for evaluation and failure analysis has not been completed yet. A follow-up MDR report will be submitted upon the OEM's conclusion of the investigation.